Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site, identifying a problem with the host pc's power supply. Log file analysis confirmed a malfunction of the system's host pc. The host pc was replaced and the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the device was not starting up, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.